Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. Blood was visibly observed in the dialysate. The machine alarmed with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 300 ml. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.